Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. Son is calling on behalf of the customer. The expected fasting blood glucose test result range is 200-400mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call on (B)(6) 2018, a back to back blood test was performed by the customer and produced test results of e-5 and e-5 using true metrix meter. The test strip lot manufacturer's expiration date is 06/30/2019 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history: result 1:hi date: (B)(6) 2018 time:4:55pm fasting, result 2:hi date: (B)(6) 2018 time:9:59am fasting, result 3:hi date: (B)(6) 2018 time:8:16am fasting, result 4:hi date: (B)(6) 2018 time:8:14am fasting, result 5:hi date: (B)(6) 2018 time:8:13am fasting. Complaint summary: customer son calling states that the meter is not working the meter gave he a hi fasting. Customer was also concern that the meter is giving e-3 errors. Customer purchase another meter and the meter still gave doing the same thing. Customer normal glucose range is 200-400mg/dl fasting and she test 3 times. Customer denies having any symptoms pertaining to her diabetes. Customer run back to back test and got e-5 twice.